Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the device displayed a "defib charging error" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device history logs. The logs indicated the battery voltage dropped below acceptable level and also had battery calibration required messages. Battery calibration messages can prevent the device from reporting a low battery because the device cannot correctly determine the voltage on the battery. The battery used at the time of the event was not returned for evaluation. The device was put through extensive testing including bench handling and defib cycling without duplicating the customer report. The battery hardware was updated as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.